Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : not observed. Additional observations: ¿ crease observed on the device. ¿ white particles observed on the device. ¿ cloudy observed on the gel. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Device has been explanted and replaced.